Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on the right on (B)(6)2014 due to alleged pain. During the procedure, fluid and well-fixed implants were noted. The head was removed an replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on the right on (B)(6) 2014 due to alleged pain. During the procedure, fluid and well-fixed implants were noted. The head was removed an replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.